Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported the patient is not able to charge. The patient was seen on (B)(6) 2018 and was unable to charge. The antenna locator feature was used followed by one hour of physician mode recharge yielded a normal charge session. The battery charged to 3/4 and the power on reset (por) was cleared. The patient was given instructions on keeping the battery topped off for several days and using the stimulation. The patient called on (B)(6) 2018 and stated she is unable to communicate with her ins. The patient has an appointment on (B)(6) 2018 with a surgeon to discuss replacement. The patient has a planned surgical intervention. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider. The patient's weight was updated. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient not being able to charge or communicate with their ins was due to patient compliance. The patient has an appointment with the surgeon on (B)(6) 2018. When the rep was asked to clarify the patient's surgical intervention, he reported that a lead strain relief loop, battery site discomfort, and probable replacement. This information was confirmed with physician/account. No further information was reported.